Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07417. It was reported the patient could no longer receive effective therapy in the left side of the supra-orbital area. An impedance check showed high impedances on multiple contacts of one of the leads. X-rays were taken but revealed no anomalies. As a result, the patient will undergo surgical intervention. The patient has a system for off-label use. Both leads are reported because it is unknown which lead has high impedances.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07417. Follow-up revealed the patient's left supra-orbital lead was explanted and replaced. It is unknown which lead was the left lead. The issue was resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07417.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).